Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint with associated MFR# 2954740-2016-00290. This event became MDR reportable on 11nov2016 upon receiving additional information from reporter. Additional procode: krd. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by health care professional, during a procedure orbit galaxy, catalog# 641cf0306, lot# p10635 ¿ did not detach and orbit galaxy, catalog# 64hx0204, lot# p11693 ¿ did not strip. There were no adverse events reported. Patient information and procedure details are unknown. It was initially reported that the complaint devices are available for return.

Manufacturer narrative:
This is follow-up MDR report being submitted for this complaint with associated MFR# 2954740-2016-00290. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.